Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon the fifth inflation at below rated burst pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.